Event description:
It was reported that telemetry confirmed that the patient's low reservoir alarm was occurring. The patient had missed a refill approximately one month prior to the low reservoir alarm occurring. The drug used in the pump at the time of the event was unknown baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the patient was in a long term care facility. The patient went home for some time and when she returned her legs were 'drawn up' and her back was curved. A healthcare provider (hcp) did not believe the pump was working for the patient. The pump was indicated as being due for replacement soon, but a physician believed the patient would not survive the surgery; and therefore would not replace the pump. It was further noted that they did not believe the patient could 'get out of the ventilator' because her lungs were so compromised. The pump was refilled with saline 'for now'.

Manufacturer narrative:
(B)(4).

Event description:
The patient had 'severe medical issues' and that was the 'real issue' regarding the event. The reporter could not exactly remember, but the issues were linked to either a brain injury or cp (cerebral palsy). The patient also experienced scoliosis. The patient was a nursing home resident. The pump was 'still running' but was old; noted as implanted in 2001. Multiple physicians have declined to perform pump explant surgery because of the surgical risk to the patient. The patient's medical condition was deteriorating and she did not have a good prognosis. The pump contained lioresal of which the patient was weaned. The pump was programmed to minimum rate and was filled with saline.

Event description:
Additional information received reported that the patient was in a minimally responsive state and her legal guardian was now the nursing home in which she had resided. The healthcare provider (hcp) had titrated the patient completely off of the lioresal (baclofen), and once completely off the drug, the pump was emptied, refilled with saline and turned to a minimal rate. Pump therapy was not to be continued, and the pump continued to contain saline. The hcp turned off all pump alarms as they are not going to be filling it. The hcp had not removed the pump because the patient was "in no state for surgery". The reporter stated that "there was nothing wrong with the device at all" and that "the patient's disease just progressed and it was non-pump related". The patient was on a ventilator and "in very bad condition". It was noted that the patient was horribly contracted and had scoliosis as well. The patient was being managed with oral baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the health care provider (hcp) left drug in the pump and had not yet filled it with saline. The hcp stated that she was trying to reduce the daily dose to 50 mch/day but the programmer would not allow her to do so. The hcp reported that the patient suffered withdrawal due to a missed refill and that it was dry for 3 months. The hcp stated that the patient may have suffered a fever but confirmed that the nursing home had "no report of anything" when the patient was brought in. The hcp noted that the patient was "non-verbal".